Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic inflammatory disease ("pelvic inflammatory disease"), device dislocation ("complications or problems that occurred at the time of your essure placement procedure:they lost a coil"), genital haemorrhage ("abnormal bleeding (general)"), rectal haemorrhage ("rectal bleeding") and procedural haemorrhage ("there was a lot of bleeding") in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stomach pain, numbness, colitis and confusion. Concurrent conditions included adenomyosis, urinary incontinence, nocturia, urinary frequency, hyperactive bladder, uterine fibroids, intramural leiomyoma of uterus, major depression and concentration loss. Concomitant products included ibuprofen (motrin) for pain as well as alprazolam (xanax) and loperamide hydrochloride (imodium). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced depression ("depression"), nausea ("nausea"), the first episode of colitis ("colitis"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and mood swings ("mood swings"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), 2 years 11 months after insertion of essure (ess205). In 2014, the patient experienced fatigue ("fatigue"). In february 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), abdominal pain upper ("stomach pain"), back pain ("back pain"), pain in extremity ("radiating down the legs"), complication of device removal ("one side was difficult"), procedural haemorrhage (seriousness criterion medically significant), confusional state ("confusion") and the second episode of colitis ("collitis") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and blood pressure increased ("were you advised of any complications or problems that occurred at the time of your essure placement procedure?yes. Information received: blood pressure went up"). The patient was treated with (), bupropion hydrochloride (wellbutrin), omeprazole (prilosec) and surgery (she had surgery to removal of essure implant,hysterectomy (full),salpingectomy (bilateral removal)). Essure (ess205) was removed on 2-nov-2016. At the time of the report, the pelvic pain, rectal haemorrhage, vaginal haemorrhage, abdominal pain upper, back pain and pain in extremity had resolved, the pelvic inflammatory disease, device dislocation, genital haemorrhage, weight increased, anxiety, mood swings, nausea, dysmenorrhoea, fatigue, menorrhagia, migraine, headache, weight decreased, complication of device removal, procedural haemorrhage, confusional state, the last episode of colitis and blood pressure increased outcome was unknown and the depression had not resolved. The reporter considered abdominal pain upper, anxiety, back pain, blood pressure increased, complication of device removal, confusional state, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, procedural haemorrhage, rectal haemorrhage, vaginal haemorrhage, weight decreased, weight increased, the first episode of colitis and the second episode of colitis to be related to essure (ess205). The reporter commented: at the time of essure placement procedure: blood pressure went up during procedure and they lost a coil. Unsure if lost coil was found or removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: blood pressure and lost coil. Concerning all the injuries reported in this case,the following ones were confirmed in patient's medical record: menorrhagia,pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events added from pfs- colitis, confusion, were you advised of any complications or problems that occurred at the time of your essure placement procedure?yes.information received: blood pressure went up and they lost a coil. Lab data were added. Outcome updated for event depression. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("abnormal bleeding (general)"), rectal haemorrhage ("rectal bleeding") and procedural haemorrhage ("there was a lot of bleeding") in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included stomach pain, numbness, colitis and confusion. Concurrent conditions included adenomyosis, urinary incontinence, nocturia, urinary frequency, hyperactive bladder, uterine fibroids, intramural leiomyoma of uterus, major depression and concentration loss. Concomitant products included ibuprofen (motrin) for pain as well as alprazolam (xanax) and loperamide hydrochloride (imodium). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced depression ("depression"), nausea ("nausea"), colitis ("colitis"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and mood swings ("mood swings"). On (B)(6) 2009, 2 years 11 months after insertion of essure (ess205), the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), rectal haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), anxiety ("anxiety"), abdominal pain upper ("stomach pain"), back pain ("back pain"), pain in extremity ("radiating down the legs"), weight decreased ("weight loss"), complication of device removal ("one side was difficult") and procedural haemorrhage (seriousness criterion medically significant). The patient was treated with solpadeine (tylenol 1), omeprazole (prilosec), bupropion (wellbutrin) and surgery (she had surgery to removal of essure implant,hysterectomy (full),salpingectomy (bilateral removal)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rectal haemorrhage, vaginal haemorrhage, abdominal pain upper, back pain and pain in extremity had resolved and the pelvic inflammatory disease, genital haemorrhage, weight increased, depression, anxiety, mood swings, nausea, dysmenorrhoea, fatigue, colitis, menorrhagia, migraine, headache, weight decreased, complication of device removal and procedural haemorrhage outcome was unknown. The reporter considered abdominal pain upper, anxiety, back pain, colitis, complication of device removal, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, procedural haemorrhage, rectal haemorrhage, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: at the time of essure placement procedure: blood pressure went up during procedure and they lost a coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: blood pressure and lost coil . Concerning all the injuries reported in this case,the following ones were confirmed in patient's medical record: menorrhagia,pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 25-oct-2018: plaintiff fact sheet received. Event procedural bleeding & device removal complication were added. Historical conditions were added. Product, patient & reporter information updated, incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("abnormal bleeding (general)") and rectal haemorrhage ("rectal bleeding") in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis, urinary incontinence, nocturia, urinary frequency, hyperactive bladder, uterine fibroids, intramural leiomyoma of uterus and major depression. Concomitant products included ibuprofen (motrin) for pain as well as alprazolam (xanax) and loperamide hydrochloride (imodium). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced depression ("depression"), nausea ("nausea"), colitis ("colitis"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and mood swings ("mood swings"). On 2-sep-2009, 2 years 11 months after insertion of essure (ess205), the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), rectal haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), anxiety ("anxiety"), abdominal pain upper ("stomach pain"), back pain ("back pain"), pain in extremity ("radiating down the legs") and weight decreased ("weight loss"). The patient was treated with solpadeine (tylenol 1), omeprazole (prilosec), bupropion (wellbutrin) and surgery (she had surgery to removal of essure implant,hysterectomy (full),salpingectomy (bilateral removal )). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rectal haemorrhage, vaginal haemorrhage, abdominal pain upper, back pain and pain in extremity had resolved and the pelvic inflammatory disease, genital haemorrhage, weight increased, depression, anxiety, mood swings, nausea, dysmenorrhoea, fatigue, colitis, menorrhagia, migraine, headache and weight decreased outcome was unknown. The reporter considered abdominal pain upper, anxiety, back pain, colitis, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, rectal haemorrhage, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: at the time of essure placement procedure: blood pressure went up during procedure and they lost a coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: blood pressure and lost coil . Concerning all the injuries reported in this case,the following ones were confirmed in patient's medical record: menorrhagia,pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical record received. Event added: mood swings, abnormal bleeding (general), nausea, dysmenorrhea (cramping), fatigue, colitis, abnormal bleeding(vaginal), menorrhagia, migraines, headaches, stomach pain, back pain, radiating down the legs, rectal bleeding, pelvic inflammatory disease,weight loss. Concomitant conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (she had surgery to removal of essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.